Manufacturer narrative:
Concomitant medical product: 4398 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device had early battery depletion and the device will be replaced after only two years of being implanted. The patient has talked with the physician who performed a device interrogation. The device remains in use. No patient complications have been reported as a result of this event.